Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer was treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 48 mg/ dl at the time of the incident and current blood glucose level 85 mg/dl. The customer reported that they had been experiencing a low blood glucose level for past two weeks. The customer was advised to avoid exposure to any strong magnetic field and was also advised to monitor pump and blood glucose. The pump will not be returned for analysis.